Event description:
It was reported that a clearlink extension set with a control-a-flo regulator had no flow. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A used device sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use by priming and flow testing was performed and the sample met product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.